Event description:
At about 10 months from the primary, the patient came in due to instability and the cause is unknown. The surgeon upsized the poly from a 12mm to a 20mm to improve patient stability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 7 january 2026. Gmk-spherika 02.12.e0512fr gmk-sphere tibial insert e-cross - flex 5r - 12mm (k202022) lot 2241409: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 11-dec-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.